Event description:
Technician alleged no hilow function on the bed.

Manufacturer narrative:
Technician replaced the head board section to resolve the issue. (B) (4). This effort will continue until we are current.